Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. The console logs from the reported day of event are consistent with complaint and show system self-check failures due to persistent communication failure. The console was tested and issue was reproduced. Inspection of console¿s electronics revealed corrosion on the power batter manager (pbm) near supercaps affecting serial communication with pbm1. The cause of the aic issue was contamination.

Event description:
The user facility reported a system self-check failure occurred when the automated impella controller (aic) was turned on. The aic was immediately removed and replaced. There was no patient harm and no report or indication of delay in support to a patient.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.